Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. No confirmatory testing was performed. There is no indication of patient impact. The following information was provided by the initial reporter: "evp false positive."

Manufacturer narrative:
Zip code: (B)(6). Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. No confirmatory testing was performed. There is no indication of patient impact. The following information was provided by the initial reporter: "evp false positive.".

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "false positives" for the evp assay. Fse was dispatched. Fse performed a reader swap and reader normalization. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed through other means. Device was installed on 10dec2021. Service history review was performed for the instrument (B)(6) and one additional work order was observed for the complaint failure mode reported- evp false positives, opened on 24mar2022. No samples were returned for investigation, therefore returned sample analysis is not performed. The complaint is confirmed by service. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, line hw61. H3 other text : see h.10.